Event description:
Boston scientific crm received information that this implantable pacemaker displayed the estimated longevity, as three years after it has been implanted for only 1.5 years. The pacing setting at implant was 3 volts and was increased to 3.5 volts a year ago. The device is pacing in vdd mode 100% of the time. There was a concern that the battery is depleting earlier than expected. No adverse patient effects were reported. Boston scientific technical services (ts) was contacted for an evaluation of this observation.

Manufacturer narrative:
A ts representative discussed that if the battery gauge was viewed after making any programming changes, the estimate is made from the programmer and not the actual device. In order to get the device¿s estimated longevity, the device should be re-interrogated one week later as the device will update the estimate with the new data. If there is still a question of longevity, the ts representative suggested performing a memory dump and sending it in for further evaluation. The patient will be seen in one month to re-evaluate the device. At this time, the pacemaker remains implanted and in service. No additional information is available. If any additional information does become available, this report will be updated.